Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose estimated over 400 mg/dl for more than six hours while using an infusion set, which improved after two infusion set changes and without backup therapy. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no professional medical intervention, and no immediate health effects reported. Investigation included a review of use steps with the user and replacement of supplies. Investigation of this case revealed no observed leaks and no visible infusion set damage reported, with cause not identified. It was concluded that the event involved hyperglycemia with an unclear cause and that replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.